Event description:
It was reported that during a da vinci-assisted radical prostatectomy procedure, error 319 occurred pointing to universal side manipulator (usm) 3. The system was checked prior to start and everything functioned normally. The issue occurred approximately 10 minutes after docking. Troubleshooting was performed but the issue persisted. The procedure was aborted post anesthesia and port placement. There was no reported injury. Troubleshooting was completed, however, the customer did not want to continue with 3 arms.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The fse replaced the usm to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the usm involved with this complaint and completed the device evaluation. Failure analysis investigation reproduced the reported issue. It was found that the rolling loop routing in the spar was dislodged and the fiber got damaged. The rolling loop assy will be replaced as a fix. After the rolling loop fiber cable was bypassed, the unit was able to pass direction, lissajous, check cannula, carriage strength, fiber test, carriage switches and sine cycle tests.